Event description:
Operation's of the model 3100a reported its oscillating driver would intermittently stop then restart during patient treatment. The patient was placed on another 3100a without compromise.